Manufacturer narrative:
The subject device will not be returned to olympus medical systems corp. (Omsc). The manufacturing history was reviewed, with no irregularities noted. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the tissue pad is partially peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during an uncertain procedure, and it was found that the tissue pad partially peeled. It was not reported that whether the subject device was replaced and whether the intended procedure was completed. Patient injury was not reported.